Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products: item # 31-323230, 3.2mmx30mm rnglc+ acet drill bit, lot # 097650, item # 010000667, g7 pps ltd acetabular shl, lot # 6058925, item # 00625006535, bone screw self-tapping, lot # 63975878, item # 00771101220, femoral stem 12/14 neck taper, lot # 63920457, item # 00877502803, bioloxâ® delta, ceramic femoral head, lot # 2914189, item # xl-200152, act artic hd, lot # 0034060. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 00085.

Event description:
It was reported that a patient was revised due to infection approximately 7 months post implantation due to infection. The patient developed an infection in an unknown region of the body. It is believed that the infection then traveled to the hip devices. However, the source of the location cannot be confirmed. The femoral head, dual mobility bearing and liner were revised. A thorough washout was also performed. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Return of device confirms patient was revised, however cause of revision cannot be confirmed. Device was returned evaluated against the complaint. The liner is heavily damaged upon return. Scratches were found on the inner and outer radius. The rim of the liner is heavily deformed. The extent of the deformation has caused a portion of the liner material to begin to tear. The damages likely happened during explanation of the device. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.